Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, calcified and 99% stenotic right common iliac artery. The physician advanced the 4.0x20mm sterling balloon to the lesion and inflated it to 14 atms for 30 seconds on the first inflation and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a 2.0x20mm symmetry balloon and the deployment of an 8.0x37mm express ld stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.